Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl. Symptoms reported include tingling head/fingers and head hurting. Patient reported it was difficult to push the insulin into the fill port, and it caused the fill syringe needle to bend. This happened with multiple pods captured in additional files. The patient reported due to this issue, she did not have any more pods to use. She started giving herself insulin injections that did not adequately control her blood glucose levels, prompting her to visit the ER. The patient was treated with manual injections at the ER. The patient was released 20 hours later. The pod was not worn when seeking medical attention.